Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. No visual anomalies were noted on the returned hub, sidearm, or purge tubing. The sheath also passed pressure and aspiration leak testing, with no anomalies or leaks observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported damage remains unknown.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure, the stopcock connector broke off from the sheath hub. The procedure was able to be completed without replacement of the device and with no patient consequences.